Event description:
It was reported that while removing the stretcher from the ambulance, the stretcher allegedly began to lower and caught the emt's hand between the stretcher and rear step of the ambulance. It was alleged the emt sustained a laceration and possible fracture to his index finger. Medical intervention was sought. No injury to the patient was reported.